Event description:
The pt received an scs system including two percutaneous leads on (B)(6) 2006. It was reported that despite recent programming, the pt's stimulation was ineffective. An x-ray revealed that one of his leads had migrated. Surgical intervention was undertaken to replace the pt's leads. The explanted devices were retained by the medical facility. F/u on this matter found that effective stimulation was recaptured as a result of the procedure. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.